Manufacturer narrative:
While performing a review of additional information provided by the customer, there were only 2 patients involved, given this new information, this file will be closed and is no longer considered reportable. Please disregard any reports associated with it.

Event description:
It was reported that the green clamp on the pump would close down on the tubing causing the patient to not get their medication. None of the patients were hurt or hospitalized when pumps malfunctioned.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.